Event description:
Complainant reported that device malfunctioned during a tubal ligation procedure. Insufflator turned on and off intermittently after initial insufflation. Hosp staff swapped out unit, procedure was delayed 10-15 minutes. No pt injury was reported.